Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an other non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that stated this patient experienced twiddlers syndrome. As result, the implanted leads were damaged. A surgical revision was performed wherein this rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Event description:
Additional information stated the twiddler syndrome was confirmed via x-ray. Upon the surgical revision, it was noticed the patient leads were tied into multiple knots inside the surgical pocket.